Manufacturer narrative:
(B)(4).

Event description:
The consumer, via the manufacturer representative reported that when changing the gauze, the percutaneous extension broke. An extension replacement was planned for (B)(6) 2015. No further information was reported. A follow up report will be sent if additional information is received.